Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to diabetes ketoacidosis on unknown date. Blood glucose level at the time of the incident was 14.8 mmol/l. Customer stated that she was taking medicines that might triggered the diabetes ketoacidosis. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.